Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2024, a 47-year-old patient bmi between 25-30 received a novasure procedure. 10 seconds into the ablation patient went into asystole and the device was turned off at approximately 20 seconds into the start of the ablation. Patient received cardiopulmonary resuscitation and atropine and was able to recover. A hysteroscopy was performed and a perforation of the fundus of the uterus was observed. Patient was scheduled for a laparoscopy related to a planned salpingectomy. Post ablation laparoscopy revealed the perforation which was 1 cm size and a bilateral cornual burn with perforation of the left cornu was identified. A surgeon was called in and the patient was assessed laparoscopically and no injuries to the bowel were identified. No hospitalization was required and the patient recovered without any concerns. Patient was seen in a follow up call and was doing well. No other information available.